Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient experienced a loss or change of therapy and return of urinary symptoms beginning in (B)(6) 2017 (about a month ago). The patient reported that their therapy was not working anymore and does not help their symptoms. The patient already tried increasing stimulation and went through 4 programs. The patient¿s healthcare professional (hcp) told them that their device was supposed to be checked out by a manufacturer representative (rep) once a year, but it has never been checked and no one has contacted them. The patient was told that the hcp needed to request the rep if needed. The patient would follow up with their hcp. Additional information from the patient reported they had small operation, and they needed lifting. The patient stated the actions or interventions taken to resolve the return of urinary symptoms, therapy not working anymore, and it not helping their symptoms was an operation. The patient stated it was not helping some, they had to take a break, making their neck, lower back, and shoulders hurt too much. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was happy with their stimulator and had the stimulation adjusted perfectly. The patient reported that they fell and that they guess it is was not working at all. The patient reported that they needed to be seen and that it was "sticking out of skin." The patient reported that they "never knew it was there until it needed adjusting." No further complications are anticipated.